Manufacturer narrative:
The manufacturer previously reported a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and allegedly caused a patient to develop lung cancer. The patient expired. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Correction to section d4. Serial number (B)(6) model #cax500t12 and UDI (B)(4).

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section h1 was corrected to reflect "death" as reported in section b2 of the original report. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop lung cancer. The patient expired. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.